Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, narrow, 80-90% stenosed mid right coronary artery (rca). After predilatation was performed on the lesion two xience stents a (3.0x38 mm xience prime and a 3.5x15 mm xience v) were deployed in the lesion. Angiography revealed that the overlap of the stents needed further expansion because of the narrow vessel and postdilatation was performed inside the overlapping stents with the stent delivery system balloon. Contrast was seen leaking from the rca after postdilatation was completed. The 3.5x16 mm graftmaster stent was selected for treatment of the perforation and was deployed and postdilated up to 20 atmospheres; however, contrast could still be seen leaking from the vessel and the decision was made to perform surgery. On the way to surgery, the patient experienced cardiac arrest, tachycardia and low blood pressure, and was transferred to the intensive care unit for CPR; however, the patient expired. An autopsy was not performed. The patient death was due to the perforation of the vessel. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and there is no indication of a product deficiency. In this case, the graftmaster was successfully implanted; however, the perforation did not seal. It may be possible that the anatomical conditions contributed to the reported leak. The patient experienced cardiac arrest, tachycardia and hypotension and subsequently expired. It should be noted that death, hypotension and tachycardia (arrhythmia) are listed in the rx graftmaster instructions for use as potential adverse effects that may be associated with the use of jostent coronary stent graft procedures. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide cath: jr 4.0; stent: 3.0 x 38 mm xience prime, 3.5 x 15 mm xience v. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 3.0 x 38 mm xience prime and 3.5 x 15 mm xience v are being filed under separate medwatch report numbers.